Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced itching, swelling, and redness about 1 month post-implant of the galaflex 3d mesh, which improved after taking medications. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 586 units released for distribution in (B)(6) 2021. Not returned; remains implanted.

Event description:
As reported, the patient underwent breast reduction surgery with suspension and scaffold, liposuction to the suprapubic area on (B)(6) 2022. As reported, galaflex 3d mesh was implanted in bilateral breasts with no suture anchoring. As reported, patient started to experience itching, swelling and redness between the nipple areola complex's down to the inframammary fold incisions and laterally; on (B)(6) 2022, patient was prescribed keflex antibiotics for 2 weeks, instructed to take benadryl the next day ((B)(6) 2022), visit the ER. As reported, it was noted that the patient's left breast redness and itching had reduced. As reported, the patient was instructed apply bacitracin twice daily to the areola followed by xeroform and was asked to take doxycycline if needed, after completion of the keflex course. As reported, the patient's symptoms appeared to be improving and was sent home the same evening.